Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port appeared to be "frail" as the customer experienced difficulty connecting the cable into the usb port. Blood glucose was not impacted. The customer declined to provide any additional information and declined to perform further troubleshooting with tandem technical support.